Event description:
Reported as "one pt died of pneumonia two weeks after uneventful procedure". Follow-up findings from the surgeon note that this was a high risk pt with a cardiac history. This pt was discharged home soon after an uneventful lap-band surgery. The pt presented approximately one and a half to two weeks later with an intractable cardiac arrhythmia diagnosed as atrial fibrillation. The pt was admitted to the hospital intensive care unit where the diagnosis progressed to include pneumonia and the pt died. The physician does not feel this event was.